Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Multiple registrations were performed. It was suggested to build a model by cropping the anatomy and to trace more points throughout the blue area as per the protocol by touching lighter on the skin for the best registration accuracy. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.1.0 h3 & h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. All evaluations passed. There were no hardware parts replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c19, d14 apply. A0908 applies to reverse the registration pattern on the back of the patient's head. A23 applies to difficulty registering the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that in an electromagnetic (em) vp shunt placement case, the surgeon had difficulty registering the patient and ultimately abandoned navigation. The surgeon was using a side emitter, non-invasive patient tracker, and tracer pointer. The patient was in a supine position with their head turned. The surgeon attempted 5-6 different registrations, but according to the clinical specialist (cs), the system kept trying to reverse the registration pattern on the back of the patient's head (nose and face were on the back of the head). According to the cs, the quality of the scans (cts) was good. Troubleshooting was performed, and thecs was later able to successfully perform a registration using the same equipment (emitter and registration probe) on his head-3 w/tumor model, with no issues. The probable cause was that there may have been an issue with the surgeon's registration technique; once they switched to 3-point touch, the registration quality improved, but few tracing points were noticed on the patient's nose. Technical services (ts) concludes this was likely user error. The surgical delay was less than 1 hour. There was no impact on patient outcome.